Event description:
The customer reported that the unit works on ac power but not on battery. This reported failure would cause the unit to fail to power up on battery power as the battery would not connect.

Manufacturer narrative:
A philips investigator spoke with the customer who reported that realigning the battery pca correctly in the battery compartment resolved the reported failure. The unit passed all testing and was put back into service at the customer site.